Event description:
Healthcare professional reported that the device was explanted due to an aneurysm with leakage in the shell.

Manufacturer narrative:
Taper unk. (B) (4). The reporter of the complaint was asked to indicate the product serial number. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Analysis of the returned band portion noted the shell ring, buckle and band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) were broken with striations consistent with surgical removal of the device. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling instructs surgeon to "inspect the inflatable portion of the band for uneven inflation or leaks prior to product placement." A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined.